Manufacturer narrative:
The insulin pump was received with no button error alarm during testing. The pump had unresponsive up button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, error test and displacement test or verify alarms, no reservoir alarms due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 134 mg/dl. The customer reported that they tried to change time but unable to press act button. It was reported that pressing the up and down button but it was not responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 4, 2019.